Manufacturer narrative:
The technician found the switch was faulty. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes not set alarm was not audible. The bed was located on 7th floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).